Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On 2017-apr-06, it was reported that the patient had experienced a flipped pump. The rep indicated that they would see the hcp and the patient on (B)(6) 2017 in order to flip the pump back. No symptoms were reported and no further complications were reported. Additional information was received from the manufacturer's representative. It was reported that the pump flip was first observed approximately one to two weeks after the original implant. It was confirmed that no symptoms occurred save that refill was impossible. The patient was taken to the operating room and the pump was repositioned correctly. The cause of the pump flip was not determined. The pump flip was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.